Manufacturer narrative:
The device was not received available for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon rupture is an inherent risk associated with the use of this product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the instructions for use (IFU): "as with all catheterization procedures, complications may occur. These may include, but are not limited to infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture, or tip separation with fragmentation and distal embolization. The production and traceability record for the devices were reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that during a thrombectomy procedure on a dialysis patient (open procedure with no calcification noted), the catheter was inserted into the exposed blood vessel. When balloon inflation was attempted, the balloon did not expand and appeared to be damaged. The device was removed and replaced with another device of the same type. The procedure was completed without further issues. No patient injury was reported.